Event description:
It was further reported during the index procedure, the ostial right posterior descending artery (r-pda) and distal right coronary artery (rca) treated with placement of a 2.5 x 16 mm taxus liberte stent which jailed the origin of the right posterolateral branch (rpl). The luge wire in rpl branch was removed, prior to deployment of the 2.5 x 16 mm study stent in the r-pda which was then post-dilated, with 0% residual stenosis. It was also reported that in addition to the two target lesions treated in the index procedure a lesion located in 2nd right posterolateral branch (rpl) was treated with the placement of a 2 x 23 mm non bsc stent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. Same case as MDR ID# 2134265-2013-00453. It was reported that post a stenting treatment procedure, vessel jailing occurred. Patient had a 2.75 x 12mm taxus liberte stent implanted in the right coronary artery (rca) during a procedure that took place in 2006. (B)(6) 2010 - the patient presented with unstable angina diagnosed as myocardial infarction. Angiography revealed distal restenosis (in-stent restenosis of 2.75 x 12 mm taxus liberte stent) at the bifurcation of the posterior descending artery (r-pda) (80% stenosis) and the posterolateral (rpl) (90% stenosis) branches of the rca. The rpl was treated with pre-dilation with an unknown balloon catheter and placement of a 2.25 x 12mm taxus liberte stent, residual stenosis was 0%. The r-pda was treated with direct stent placement using a 2.50 x 16 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Deployment of the 2.5 x 16 mm taxus stent jailed the origin of the posteriolateral branch. The patient was discharged the next day on aspirin and prasugrel.